Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a noise on the ventricular channel was noted. The noise were seen on stored egm as noise reversion. Further tests to investigate lead integrity were discussed. No intervention has been done as the lead remains implanted. The physician elected to holter monitor the patient. No further information is available at this time.